Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a post reset error. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump experienced unexpected restart. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit passed self-test and displacement test. No pump error 23 noted.